Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as shaking and feeling sick. Customer was unable to self-treat and was given sugar, juice and food by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The adhesive was not returned, therefore no further investigation can be conducted for this particular complaint. Extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as shaking and feeling sick. Customer was unable to self-treat and was given sugar, juice and food by her husband. There was no report of death or permanent injury associated with this event.